Event description:
It was reported that the c-arm cradel on the 9600+ system feels tight. It was noted that the system is still functional and there was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Repaired (cleaned and lubricated) a sticking brake assembly. The system was tested and found to be working as intended and placed back into service.